Event description:
It was reported that the pump had a white screen and became unusable during the procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: white screen, out of order. Probable root cause: 1. Software 2. Main board failure 3. Front board failure 4. Imx module failure 5. Lcd touch panel failure 6. Esd onto touch screen 7. Bad touch screen calibration 8. Fluid ingress damages electrical components 9. Use error 10. Screen cracked 11. Console too sensitive to em emissions 12. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pump had a white screen and became unusable during the procedure.